Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was replaced and relocated to a higher and deeper location for patient¿s comfort. No device malfunction was suspected. The patient was doing well postoperatively.